Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event to approximately 40 mg/dl after not announcing a meal per healthcare provider guidance, treated the low with a peanut butter sandwich and multiple glasses of sweet tea, and subsequently experienced hyperglycemia reaching 336 mg/dl for about two hours before the ilet returned glucose to target. The user also required assistance to turn the ilet back on by placing it on the charger. Symptoms included confusion, disorientation, dizziness, transient vision changes, leg weakness, and stress consistent with hypoglycemia and hyperglycemia. Outcomes included correction of hypoglycemia followed by transient hyperglycemia without medical intervention. Investigation included review of synced ilet and continuous glucose monitor (cgm) data and customer communication. Investigation of this case revealed user overtreatment of hypoglycemia and meal non-announcement preceding the low, with device performance consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related, specifically carbohydrate overtreatment after hypoglycemia and meal non-announcement.